Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pfa procedure, there was a procedural delay due to a current generator issue. The ampere did not display any impedance values. The catheter was replaced and the ampere generator was replaced with no resolution. The current generator was turned off which resolved the issue. The procedure was completed using radiofrequency. The current generator will be replaced.